Manufacturer narrative:
(B)(4). Report source- foreign. The event occurred in (B)(6). The product within this report is a combination product. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the cement packaging was damaged. No further information has been made available at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b5, d2, d4, d5, d10, e1, e2, e3, g3, g4, g5, h2, h3, h4, h6, h10. The product was received and analyzed. During the product analysis it was identified that the left sealing was opened.the reported event was confirmed. The review of the device manufacturing quality record indicates that (B)(4) products biomet bone cement v 1x26g, reference (B)(4), batch a527bg2902 were manufactured on 9th november 2015.the device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the complaint issue. No other similar complaints have been recorded for biomet bone cement v 1x26g, reference (B)(4), batch a527bg2902 within one year. According to available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. A summary of the investigation was sent to the complainant conveying zimmer biomet conclusions. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the cement packaging was damaged. No impact to patient and no adverse event has been reported.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filled accordingly.